Event description:
The quattro catheter (lot # 155130) was placed into the patient for ivtm therapy. After the catheter insertion and during the dressing application, the user immediately noticed a blood tinge in the in/out luers prior to being connected to the startup kit (suk) and the thermogard system. The user injected saline through in luer and noticed that the saline did not come out of the out luer, indicating a potential catheter balloon leak. Immediately, the user replaced the catheter to initiate the ivtm therapy. No consequences or impact to the patient.

Manufacturer narrative:
Additional information in b5 (describe event or problem), d4 (lot # of the medical device), and h4 (device manufacture date). The customer reported complaint of a "quattro catheter (lot # 155130) leak" was confirmed during the functional testing. A leak from the middle of the distal balloon due to balloon tear was observed. The probable root cause for the reported complaint was a latent material defect. Upon visual inspection, no physical damage was observed. Noticed blood residues inside the catheter's balloons and in luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. Upon flushing the in/out lumens, the leak was observed from the middle of the distal balloon. In addition, the returned quattro catheter was inspected under a microscope, and a balloon tear was observed in the middle of the distal balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the quattro catheter with lot number 155130.

Manufacturer narrative:
The customer reported complaint of a "quattro catheter (lot # 155130) leak" was confirmed during the functional testing. A leak from the middle of the distal balloon due to balloon tear was observed. The exact root cause of this tear cannot be determined. Since the failure occurred right after insertion and prior to being connected to the saline, it is unlikely that the balloon was subjected to any pressure. It is likely that the balloon was damaged during insertion. A latent material defect cannot be ruled out also.

Manufacturer narrative:
Zoll has received the quattro catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The quattro catheter (lot # unknown) was placed into the patient for ivtm therapy. After the catheter insertion and during the dressing application, the user immediately noticed a blood tinge in the in/out luers prior to being connected to the startup kit (suk) and the thermogard system. The user injected saline through in luer and noticed that the saline did not come out of the out luer, indicating a potential catheter balloon leak. Immediately, the user replaced the catheter to initiate the ivtm therapy. No consequences or impact to the patient.